Event description:
Stryker tourniquet applied to patient upper thigh for total knee revisions procedure. Before incision surgeon asked for inflation of tourniquet which caused tourniquet machine to alarm and cuff would not hold inflation pressure. Surgeon then decided to perform surgery without use of tourniquet. Patient had blood loss of around 800 ml of blood without tourniquet but did not require a transfusion. At the end of case the tourniquet was inspected by surgery nurse and surgeon's rnfa who deemed the leak in the tourniquet was at the location where the clear hose elbow meets the tourniquet bladder on the tourniquet cuff.